Event description:
On (B)(6) 2014, the customer reported to medela customer service that the transformer for her pump in style advance breast pump was cracked and the customer was able to identify that the housing was breached which is a safety risk.

Manufacturer narrative:
The customer received a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).